Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips (lot 345221) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from multiple coaguchek xs meters. The result from the meter was 7.9 inr and the result from the laboratory was 5.9 inr. The meter serial number was (B)(4). The result from the meter was 7.5 inr and the result from the laboratory was 5.5 inr. The meter serial number was (B)(4). The result from the meter was >8 inr and the result from the laboratory was 5.2 inr. The meter serial number was (B)(4). The result from the meter was 7.6 inr and the result from the laboratory was 5.1 inr. The meter serial number was (B)(4). The result from the meter was >8 inr and the result from the laboratory was 6.8 inr. The meter serial number was (B)(4). The result from the meter was 7.5 inr and the result from the laboratory was 4.8 inr. The meter serial number was (B)(4). The specific dates of testing and the laboratory reagent were requested but were not known. There was no allegation of an adverse event.